Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that a leak in the reservoir passed the second o-ring. Customer's blood glucose at the time of the incident was 252 mg/dl. Customer's current blood glucose was 380 mg/dl. Troubleshooting was done. Product is not expected to return.